Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and was not able to reproduce the reported issue. During the stm's testing of the unit with balloon and system trainer the unit operated as normal. Unrelated to the complaint event, the stm replaced the safety disk according to expiration due date. The iabp unit passed all functional and safety tests according to factory specifications and was returned to the customer and cleared for clinical use. Full name of initial reporter: (B)(6).

Event description:
Initially, customer reported on (B)(6) 2019 that during cs300 intra-aortic balloon pump (iabp) therapy, the iabp would not switch from ECG to pressure. Subsequently, the customer reported on (B)(6) 2019 that the patient had a large stroke and may have coded multiple times before the iabp was placed. The nurse stated that they originally had issues with the fiber-optic cable and connected it to the regular gray transducer cord, but that even with an arterial waveform, they were unable to switch the trigger from EKG to pressure mode and they wanted to have that option because the patient had coded and received compressions prior to the iabp being placed. The customer then switched out the iabp and the fiber-optic cable still was not working with the new iabp, but they were able to switch into pressure mode with the second iabp. However, the patient expired. The date of the death is unknown, and the facility does not attribute the patient's death to the iabp. A separate report has been submitted for the intra-aortic balloon under mfg report number 2248146-2019-00547.